Event description:
The customer reported the system displaying error code 4004. The fe states that the system intermittently would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer needs to be replaced. The customer canceled the service call.